Event description:
It was reported on (B)(6) 2022, we ran a cardiac arrest. Location for tibial was accessed and when blue needle was placed on tibial, once trigger was depressed, the needle was jerked violently in users hand and bent at a forty-five degree angle at the plastic hub where the shaft of the needle connects. IV access was established elsewhere and secured with bd veniguard. During routine follow up, the clinician reported there was no harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128001 showed no other similar product complaint(s) from this lot number.